Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited right ventricular (rv) and right atrial (ra) noise and oversensing. The rv oversensing resulted in pacing inhibition of approximately three seconds. The impedance and threshold measurements were stable. The patient was brought to their clinic for troubleshooting, and the ra and rv noise was able to be reproduced. The device was reprogrammed. No additional adverse patient effects were reported. The device remains in service.